Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient has alleged lung disease. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.